Manufacturer narrative:
It was previously reported that the device would be returned. However, attempts to contact the initial reporter were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the customer, during a procedure the string on a codman pattie detached from the pattie, causing the pattie to be left inside the patient. The patient was returned to or two days later to retrieve the retained pattie. The general concern is that the design of the "identification string" predispose clinicians to misusing the string as a means to remove the pattie which could result in breaking of the string or shearing of the pattie when being removed from the patient.